Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a perforation and tamponade. It was further reported the right atrial (ra) lead exhibited a possible fracture, high undefined impedances and noise. It was noted that it was during the revision procedure that the patient experienced perforation/tamponade the ra lead was capped and replaced with an epicardial lead and a pericardial window was performed to stabilize the patient. No further patient complications have been reported as a result of this event.